Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels are over 600mg/dl. The customer states the meter is not sending information to the pump. The customer states they were currently on prednisone and antibiotics for an emergency room visit that was non diabetes related. The customer declined to trouble shoot for the high levels because they were informed by their doctor that the prednisone could cause high blood glucose levels. The customer was advised to contact their health care provider about their high levels.